Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by evidence that the revision was performed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00902-1

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Concomitant medical products: biomet microfixation tmj system right fossa component, medium, catalog #: 24-6560, lot #: 555760b; biomet microfixation unknown screws, catalog #: ni, lot #: ni; therapy date: (B)(6) 2018. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00902.

Event description:
It was reported a revision was performed due to infection. No additional patient consequences were reported.